Event description:
Based on the information reported, the patient fell from an auralis mattress placed on a non-arjo bed (stryker ¿secure 3¿ s3 bed). As a result of the fall, the patient sustained a displaced fracture of the left distal femur. The patient was splinted, and no surgical intervention was planned due to the patient¿s medical condition. The patient is bed-bound and non-ambulatory, with contractures and a high risk for complications. At the time of the event, the bed side rails were reported to be raised, and the head of the bed was positioned at approximately 35 degrees. The circumstances of the fall are unknown, as the event was unwitnessed. The patient was in covid isolation. According to the facility representative, the patient was in an upright sitting position and likely leaned to the side, resulting in a fall over the side rail.